Manufacturer narrative:
Final analysis of lead model # 3778-60 lot # unknown showed lead distal end conductor broken; circuit # 1 open, no shorts between circuits. Final analysis of stylet model # unknown lot # unknown showed wire bent; no significant anomaly.

Event description:
It was reported that the physician attempted to place lead for implant. Tip of lead was defective. Breakage of the lead was noted. The lead was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Lead: model # 3778-60, lot # unknown, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Stylet: model # unknown, lot # unknown, implanted 2012 (B)(6), explanted 2012 (B)(6). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.